Manufacturer narrative:
It was reported by customer that they had no less than six events involving leaking noted from the filter of tpn tubing. Three samples of material number mz9270 were submitted for quality evaluation. Visual inspection of the three samples was initially conducted and one of the samples had the tubing separated from the filter inlet port. The other two samples did not show any obvious visible damages or abnormalities. The two samples that did not show any visible signs of damage were then connected to a 10 ml syringe filled with water and a fluid push was conducted on the samples through each of the extension set lines. Leakage was noted on the extension set lines with the filter in the assembly. One of the samples leaked at the inlet port of the filter and the other sample leaked at the filter vent. Further examination of the samples was conducted under magnification. The tubing that is seen leaking from the inlet port of the filter shows that there is a path for fluid to leak from between the inner diameter of the inlet port and the outer surface of the tubing. The extensions set that was leaking at the filter vent did not show any damages of the port under magnification, but did confirm that fluid was getting past the filter vent membrane. The customer complaint of leakage was confirmed. A root cause investigation was forwarded to the manufacturing facility. The investigation of the failure indicates the possible root cause for the leakage between the tubing and the filter could be related a partial solvent application between the components by the assembler. A quality alert was created and communicated to the involved personnel to reinforce the correct application of solvent and the escalation of the failure in the solvent dispenser. A device history record review for model mz9270 lot number 21025167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: mz9270. Batch number#: 21025167. It was reported by customer that they had had no less than six events involving leaking noted from the filter of tpn tubing. No cracks noted but tubing had to be replaced to resolve leak. Verbatim#: rcc received a complaint via email. In nov & dec, we had no less than six events involving leaking noted from the filter of tpn tubing. No cracks noted but tubing had to be replaced to resolve leak. Customer reply: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following : in nov & dec, we had no less than six events involving leaking noted from the filter of tpn tubing. No cracks noted but tubing had to be replaced to resolve leak.